Event description:
It was reported that dr. (B)(6) in (B)(6) has reached out regarding a m6 patient from 4 years ago with significant osteolysis.

Manufacturer narrative:
Device has been returned for investigation and is pending completion.

Manufacturer narrative:
The device was returned for investigation 9/9/2024. Based on the inspection of the retrieved m6-c, in conjunction with the clinical data, and the provided radiographic images, the device had failed mechanically at the time of removal. The device was likely not intact, as reported, with in vivo damage visible to the sheath, fiber, and endplates. The core was not returned for inspection and not present between the endplates at the time of removal. Only one pre-revision image was available, which appeared to confirm that osteolysis was present at the time of removal. It was reported that infection was suspected; however, no lab results were provided. Therefore, without further clinical or radiographic information, it is unknown if infection contributed to the removal of this device and the observed osteolysis; however, the device had clearly failed mechanically at the time of removal. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 39 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted. Rmf 0003 rev 39 line 12.42. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical/major intervention, with explantation, involving patient with only a single level m6-c.

Event description:
It was reported that dr. Ghacham had a patient with signifigant osteolysis. Device was explanted (B)(6) 2024 and returned to manufacturer for analysis. Device was implanted in 2020 at c/5-6 level on a 33 year old female patient.